Event description:
Boston scientific received information that the patient received an inappropriate shock due to t-wave oversensing. During pre-charge, auto setup failed repeatedly. Received 'out of range signal amplitude detected; sensing may be less than optimal' error message. Boston scientific technical service (ts) believed autoset up failed due to small r-waves and recommended charging vector. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.